Event description:
It was reported that the patient presented to a follow up after experiencing syncopal episodes. The atrial lead exhibited noise and mode switch episodes; impedance had dropped to less than 200 ohms. The noise could not be reproduced with isometrics. The pt was programmed to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.